Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1pl39, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the existing lead had no motor response when tested at 7 amps. The physician chose to replace it with a new lead. While removing, the lead broke and the physician decided to leave the fragment inside the patient. The issue was not resolved at the time of this report. No further patient complications are anticipated or expected as a result of this event.